Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was rebooting unexpectedly, and fingerprint capture attempts failed with a spoofed fingerprint error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the device and identified a medication application error. However, a field service engineer (fse) later confirmed with the customer who monitored the device for two weeks following the reported issue that the rebooting problem did not reoccur. The system functioned as intended after the field service engineer investigated the issue.